Event description:
It was reported that the patient experienced tamponade due to perforation of the right ventricular (rv) lead. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.